Event description:
A baxter sales representative reported to baxter corporate product surveillance an interlink y-type blood solution set in which a leak was observed. According to the report, the nurse noticed a leak somewhere between the drip chamber and the top y-site. The medication being infused was lactated ringers. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that all three clamps were in the off position. There were no obvious abnormalities with the sample. The sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed and checked for leaks. The testing revealed a leak in the seal area between the spike adapter ports. The reported condition was confirmed. The root cause was not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.